Event description:
I used renu no rub and renu moistureloc from 1/1/05 until 8/11/05 as my primary lens cleaner. On 6/25/05 my right eye became extremely irritated, swollen and red. On 6/26/05, I sought medical attention for what was found to be a fungal infection in its early stage and a laceration on my cornea. I currently have a permaanent scar on my right cornea and experience sensitivity to light.